Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump went into suspend mode without user invention while the patient was sleeping. The reporter noted that the patient experienced an elevated blood glucose (bg) of 310mg/dl with no signs or symptoms of hyperglycemia, which does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: during investigation, the black box was reviewed and showed dates from (B)(6) 2014. One suspend event was observed in black box and suspend history on (B)(6) 2014 at 05:30 and resumed on (B)(6) 2014 at 06:28. The pump was powered on normally with the returned battery cap. The keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. No hypersensitive keys were observed. The suspend/resume function was performed multiple times and the pump responded properly. The pump was exercised for 24 hours with no suspend or other alarms occurring. The pump cover was removed and no evidence of moisture or loose components was observed inside of the pump. The suspend was observed in the history but was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.